Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had a surging sensation. It was noted that over the last three months, the patient had three episodes of stimulation where all the sudden increased from 4.5 or 5 to 10 to 12. It was noted that the reporter had to turn stimulation down for the patient. It was noted that the patient just had an episode today. It was noted that when it happened it caused the patient¿s leg to twitch and it looked like the patient was having a seizure. It was noted that the reporter asked if it was possible for stimulation to increase if the patient wore the patient programmer directly over the implantable neurostimulator (ins). Additional information has been requested, but it was not available as of the date of this report.